Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No green/pink image was present. In addition, the following non-reportable malfunctions were found during the device evaluation: twisted cable and error code b31 were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. The reported issue of pink/green image was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", image flickers in green and pink colored image. The issue was discovered when the video optics were connected to the device, during a laparoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.